Event description:
It was reported that during equipment testing by the customer at the user facility, there was a delayed stop and the handpiece keeps running using a tps unidirectional footswitch. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing by the customer at the user facility, there was a delayed stop and the handpiece keeps running using a tps unidirectional footswitch. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.